Event description:
On (B)(6) 2012, a spontaneous report by a facial plastic surgeon was received from a company representative regarding a patient (age and sex not reported) who received an injection of perlane (cross-linked hyaluronic acid dermal filler) or perlane-l (cross-linked hyaluronic acid dermal filler with 0.3% lidocaine). On (B)(6) 2012, additional information was received from a facial plastic surgeon. The patient was further identified as a (B)(6) female, the product was confirmed as perlane-l and the case was assessed as valid. Additional information was received on (B)(6) 2012 from the facial plastic surgeon. Based on the information received, the case was upgraded due to unexpected severity. Medical history, the patient's skin type, and concomitant medications were not reported. The patient received an injection of perlane or perlane-l (volume injected and syringe size not reported) on an unknown date to an unspecified site. Pre-procedure medications and additional procedures performed at the time of implantation were not reported. On an unknown date, after the implantation, the patient developed an infection. It was unknown by the company representative if this was a general infection or an injection of the injection sites. The lot number and expiration date for perlane or perlane-l were not reported. On (B)(6) 2012, additional information was received from a facial plastic surgeon. Medical history included previous injection of restylane (cross-linked hyaluronic acid dermal filler) to the prejowl sulcus (april 05, 2010), previous injection of restylane-l (cross-linked hyaluronic acid dermal filler with 0.3% lidocaine) to the prejowl sulcus (march 15, 2011), nosebleeds as child, mild hypertension, an eyelift, breast implants, a facelift, and hypothyroid. The patient's skin type was reported as "oliveskin, IV." Concomitant medications included synthroid (levothyroxine sodium), maxide (triamterene and hydrochlorothiazide), and a calcium supplement. The patient received an intradermal injection of perlane-l (volume injected not reported) from a 1cc syringe on (B)(6) 2012 to the prejowl sulcus; the needle used was reported as "whatever came with the perlane-l; the hub was red." Pre-procedure medications included topical betacaine (lidocaine), which after it took effect (and consistent with the facial plastic surgeon's usual procedure), the patient washed off her makeup with facial wipes. The facial plastic surgeon then wiped down the patient's face with alcohol prior to the injections. Additional procedures performed at time of implantation included an injection of restylane-l (volume not report; lot number 11290 and expiration date august 2013) from a 1 cc syringe on (B)(6) 2012 to the marionette lines, upper lip, and lateral cheek lines and an injection of dysport (abobotulimnumtoxina) to the crow's feet and brow. The patient applied an ice pack from a food refrigerator to her face shortly after the injections. On an unspecified date in (B)(6) 2012, three to four days after injection with perlane-l, unspecified problems were noted. On (B)(6) 2012, the patient reported that she had developed redness and swelling in the right prejowl sulcus. On (B)(6) 2012, the facial plastic surgeon evaluated the patient and noted erythema and induration in the right prejowl sulcus and enlarged lymph nodes in the right side of the neck. The patient was prescribed augmentin (amoxicillin and clavulanate) "875" twice daily and warm soaks. On (B)(6) 2012, the facial plastic surgeon evaluated the patient and stated that the patient had improved only 60%. The facial plastic surgeon stated that the patient had a little red bump on the upper lip (just to the right of the philtrum), like the injection in her neck had spread. The neck looked like there was a 2 cm x 1 cm round, fluctuant area that did not look like a granuloma or perlane-l, just a pocket of pus. The facial plastic surgeon aspirated some pus and sent it for culture. On (B)(6) 2012, the results of the culture obtained on (B)(6) 2012 showed no growth and the facial plastic surgeon changed the patient's antibiotic to levaquin (levofloxacin). On (B)(6) 2012,the facial plastic surgeon evaluated the patient and the infection was 85% resolved in terms of redness, erythema. The area where the facial plastic surgeon aspirated had no pus, but had become more defined. The facial plastic surgeon pressed on the area with her thumb and the swelling went away; it looked like dependent edema. There was no vascular compromise to the skin. The facial plastic surgeon stated that she had never had an infection in any patient in her 18 years of practice and was preplexed as to why the infection occurred. As area, and the patient was scheduled for a follow-up appointment on (B)(6) 2012. The facial plastic surgeon stated that when all of the erythema was gone, she might wait 3 weeks and use hyaluronidase. The facial; plastic surgeon's opinion of causality was that she suspected that the events were related to the treatment with perlane-l and wondered about the perlane-l having been close to expiration (also reported as "thought/suspected that something was wrong with the perlane-l"). The facial plastic surgeon assessed the severity of the events as moderately severe. The lot number and expiration date for perlane-l were 11057 and september 2012, respectively. This case has an associated product complaint ((B)(4)). On (B)(6) 2012, additional information was received from the facial plastic surgeon. The patient did not return for the previously planned follow-up on (B)(6) 2012. The patient was in the office at the time of the report and was reported to have infection of the prejowl sulus injection area following treatment with perlane-l. On (B)(6) 2012, additional information was received from the facial plastic surgeon. Based upon the information received, the event of tendinitis was added. Additional medical history included previous injections of perlane (cross-linked hyaluronic acid dermal filler) and restylane on unknown dates (reported as "3 times before") without any reaction. On (B)(6) 2012, the patient was evaluated by the facial plastic surgeon and was injected with hyaluronidase (0.1 cc of hyaluronidase and 0.2 cc of normal saline for a total of 0.3 cc); the area was improved. The surgeon also noted that the patient had developed new lump on the left nasolabial fold where the restylane-l had been injected, as well as tendinitis following treatment with levaquin, which was related to the use of levaquin. The facial plastic surgeon also reported information regarding 1 additional injection of resytlane-l ((B)(4)).

Manufacturer narrative:
Company comment: the reporter assessed the event of tendinitis as related to the use of levaquin (unrelated to perlane-l). On (B)(4) 2012, additional information was received from the facial plastic surgeon based on the information received, the event of infection was replaced with implant site inflammation and the events of implant site haemorrhage and injection site scab were added. On the morning of (B)(6) 2012, the patient was evaluated by the facial plastic surgeon. The patient continued to have erythema, swelling, and a lump on the right jaw line, at the perlane-l treatment area. The lump at the right jaw line area had been opening up on its own and draining blood; at the time of the evaluation, there was a scab to this area. There was just one lump noted on the left nasolabial fold where restylane-l had been placed, which was no longer visible, just palpable. The facial plastic surgeon no longer thought the patent had an infection, and stated that the patient's symptoms were due to an inflammatory response secondary to delayed foreign body reaction to the perlane-l and restylane-l treatments. No other testing, other than the previously reported culture was performed. The facial plastic surgeon treated the lump on the right jaw line area with a 0.1% cc injection of hyaluronidase, but some of the facial plastic surgeon wanted to place the patient on oral prednisone, but the patient refused. The facial plastic surgeon further reported that the previously reported tendinitis from the prior treatment with levaquin was in the patient's shoulders and had resolved. The patient was advised to follow up in one week. As of the time of the report, the patient had not yet scheduled the follow-up appointment.